Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height: (B)(6). The patient date of birth was reported as (B)(6) 1965. This report is for 2 unknown mandible plates. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Patient experienced facial injuries in a car accident approximately 10 weeks ago. The patient was implanted with 2 mandible plates on the right side and an external fixator on the left. The patient was returned to the operating room on (B)(6) 2013 due to possible infection. The surgeon removed the external fixator, both plates and all screws, cleaned up the wound and revised the patient to external fixation. Plates and screws were intact. Patient had not healed due to poor bone quality. Patient was reportedly non-compliant and continued to smoke. Patient had also undergone previous radiation treatments and has no teeth. This report is for 2 unknown mandible plates. This is report 1 of 2 for complaint #(B)(4).

Event description:
Patient experienced facial injuries in a car accident approximately 10 weeks ago. The patient was implanted with 2 mandible plates on the right side and an external fixator on the left on (B)(6) 2013. The patient was returned to the operating room on (B)(6) 2013 due to possible infection. The surgeon removed the external fixator, both plates and all screws, cleaned up the wound and revised the patient to external fixation. Plates and screws were intact. Patient had not healed due to poor bone quality. Patient was reportedly non-compliant and continued to smoke. Patient had also undergone previous radiation treatments and has mostly dentures. Post medical history was notable from left-sided porated tumor requiring removal and the radiation therapy. Final outcome is pending treatment at another advanced specialty institution/hospital. This report for a previously unknown mandible plate. Part number has been received. This is report 1 of 12 for (B)(4).